Event description:
(B)(4). According to the information received, the foley catheter was reported to be defective. The catheter was found outside the patient with a deflated balloon. The patient neither moved nor pulled on the catheter. A new catheter was inserted by a physician.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.